Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the lower part of the jaw of the scorpion broke off in the patients knee without force and had to be removed out of the joint with great effort. Per complaint reporter there was no harm for patient, operator or third party. No further information was provided.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. Due to the damage, functional testing with the needle and suture was not possible; however, a needle was introduced to look for obstruction in the instrument shaft. No problem found. Visual evaluation noted heavy signs of wear and tear. The bottom jaw was broken off, and the piece generated with the breakage was not received for evaluation. Discoloration and faded laser marks were noted. The reported condition is most likely caused by user error, overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.